Manufacturer narrative:
B3. Exact event date is unknown. Reportedly, the patient experienced scrotum infection in august; therefore, used the first day of the august month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced scrotum infection. The device was explanted. No further patient complications were reported.